Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer's blood glucose (bg) was over 600 mg/dl. Reportedly, customer vomited due to elevated bg level. Manual insulin injections were used to address bg.